Event description:
Edwards received information that this bioprosthetic valve is failing approximately six (6) years after implant due to unknown reasons. Intervention was planned; however, it has been postponed due to reasons unknown.

Manufacturer narrative:
Evaluation summary the device was not returned to edwards for analysis as it remains implanted. However, the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Without return of the device, edwards is unable to conclusively determine the root cause for this event. Method: device remains implanted. Additional manufacturer narrative although there have been attempts to receive further information regarding the event, no additional information was received. If further information becomes available, a follow-up report will be submitted. No further actions are possible with the available information.

Event description:
Edwards received information that five (5) years, eight (8) months post-implantation of this surgical valve, a transcatheter valve was implanted (valve-in-valve) due to severe bioprosthetic aortic stenosis. The transcatheter valve was implanted without complications.

Manufacturer narrative:
The device was not returned to edwards for analysis because it remains implanted in the patient, as this was a valve-in-valve (viv) procedure. Without return of the device, edwards is unable to confirm the clinical observation. No CAPA is applicable to this case; however, edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.